Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 10mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device has issues with patching of the system maintenance server. No additional information was provided. No patient involvement was noted. 8100 multiple led display segment failure.

Manufacturer narrative:
The customers reported problem was confirmed. There were no existing capas listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 10mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device has issues with patching of the system maintenance server. No additional information was provided. No patient involvement was noted. 8100 multiple led display segment failure.